Manufacturer narrative:
Qn# (B)(4) an investigation has been opened to review historical data and risk documentation. A follow report will be submitted after invesigation.

Event description:
It was reported that: during manta deployment following IFU steps, the manta pulled back into the tissue tract. Manta device removed intact from the tissue tract. Additional information on (B)(6) 2023: during a percutaneous ventricular assist device pvad on (B)(6) 2023 access was gained in the right common femoral artery. Vessel size was approximately 8mm with no reported calcification or tortuosity. There were no issues advancing or withdrawing procedural sheaths. Measured dept for the manta was 2.5cm+1cm and was deployed at the correct depth. The physician was in training at the time, and this was his second deployment. Act measurement is unknown, protamine was not given during the procedure and patient was on heparin, but ptt was elevated due to a diagnosis of alcohol induced liver failure. Time to hemostasis was greater than 10 minutes. It was reported that during the deployment, the device pulled back and bleeding increased. There was pulsatile flow. No blood transfusion was needed, it was controlled with a balloon in the artery above the deployment site that was placed prior to the manta deployment. The deploying physician removed the manta from the tissue tract. The manta was intact. Patient went to the or for surgical repair of the cfa.

Event description:
It was reported that: during manta deployment following IFU steps, the manta pulled back into the tissue tract. Manta device removed intact from the tissue tract. Additional information on 06apr2023: during a percutaneous ventricular assist device pvad on (B)(6) 2023 access was gained in the right common femoral artery. Vessel size was approximately 8mm with no reported calcification or tortuosity. There were no issues advancing or withdrawing procedural sheaths. Measured dept for the manta was 2.5cm+1cm and was deployed at the correct depth. The physician was in training at the time, and this was his second deployment. Act measurement is unknown, protamine was not given during the procedure and patient was on heparin, but ptt was elevated due to a diagnosis of alcohol induced liver failure. Time to hemostasis was greater than 10 minutes. It was reported that during the deployment, the device pulled back and bleeding increased. There was pulsatile flow. No blood transfusion was needed, it was controlled with a balloon in the artery above the deployment site that was placed prior to the manta deployment. The deploying physician removed the manta from the tissue tract. The manta was intact. Patient went to the or for surgical repair of the cfa.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following the removal of a percutaneous ventricular assist device, a 14f manta was deployed for closure in the right common femoral artery. The access site was centrally positioned and the arteriotomy was approximately 8.0mm, with no calcification or tortuosity, with a depth measurement of 2.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. The patient was on heparin ivp with an elevated ptt due to alcohol-induced liver failure. Prior to closure, pulsatile bleeding was controlled by balloon inflations to tamponade above the deployment site. The manta was deployed to the measured depth, bleeding increased, and the manta device was deployed into the tissue tract. The physician removed the intact manta device from the tissue tract and the patient was transferred to the or for surgical repair of the cfa. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive due to insufficient information regarding initial and deployment procedures, patient conditions, and environment, and no angiograms were submitted for this investigation. Risk documentation was reviewed, and tract deployment is a known risk the manta instructions for use: the safety and effectiveness of the manta device have not been established in patient populations who are suspected of having intra-procedural complications at the femoral access site before sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including using the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Conclusion undeterminable.